Event description:
The customer reported the system repeatedly shut itself down immediately following boot up. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The breaker was reset. The system was then found to be operating as intended.